Event description:
The presidio coil could not be detached during treatment of a basilar artery aneurysm. After the connection was checked, detachment was attempted again, but failed detaching. The coil was removed from the body safely. There was no serious injury or intervention required.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies; design or quality concerns. Since there was no evidence the complaint was related to a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.